Event description:
It was reported that the cartridge was leaking from the o-ring. Customer loaded a new cartridge to address the issue. Customer¿s blood glucose (bg) level was 526 mg/dl. Elevated bg was addressed by a manual insulin injection. Reportedly, the customer's co-worker had to assist them to retrieve supplies.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.